Event description:
It was reported that when using the bd pyxis¿ medflex 2000 user unable to issue medication and select multiple medication at same time. Screen was struck and had to restart the application before user tried to login. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to issue medication and select multiple medication at the same time which got the screen to stuck. A technical support specialist restarted the application and instructed the user to repeat the process, ensuring that medications were issued one at a time. The user was able to complete the task successfully, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.